Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced, the filament was calibrated, and the collimator was aligned during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
It was reported that while in the lateral position, the system made a pop sound and the screen went blank, thus making the system unusable due to a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.